Event description:
On 04/09/1998 the account reported an erratic creatine kinase-myocardial bands result of 5.4 ng/ml on a pt. The sample was drawn in a lithium heparin tube and was third in a series of creatine kinase-myocardial bands results. The pt presented in the emergency room at the account with chest pain and rec'd heparin therapy in the emergency room. The sample was retested and a corrected result of 24.7ng/ml was reported on 04/10/1998. No report of injury.

Manufacturer narrative:
Internal identifier(s): 2985215-01 no customer return received. Code 313 - inherent risk of procedure: fibrin clot in sample. Complaint investigation: a file sample of the reagent lot used by the customer, lot number 38066q100, was tested with reference calibrators, reference controls, and ck-mb panels to evaluate assay validity. Ck-mb controls were within package insert ranges. Ck-mb panels were within specification limits, demonstrating that the reagent lot reads pt samples accurately. The complaint was not confirmed. This is the final report.